Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the mildly tortuous and severely calcified right entry site of the vessel. A 5.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, on the first inflation at 12 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported.